Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) pocket site. Burning sensation was also noted. It was also mentioned that the ipg would no longer holds a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block d2b pro code (product code): lgw, qrb.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) pocket site. Burning sensation was also noted. It was also mentioned that the ipg would no longer holds a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as this was disposed by the medical facility.